Event description:
It was reported that the patient's medical history indicated that the patient had undergone a computerized tomography (CT) scan. During a device check the implantable pulse generator (ipg) exhibited that a power on reset (por) had occurred. The reset was considered to have been triggered by the effect of the CT scan. Adjustments of the ipg program settings were made and the device remains in use. Additionally, the left ventricular (lv) lead exhibited no pacing due to dislodgement. The lv lead was abandoned and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 8040 ipg, implanted: (B)(6) 2006; 5076-45 lead, implanted: (B)(6) 2006. (B)(4).